Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead had perforated in the heart wall. Rv perforation was found out via echo and confirmed with CT scan. Also, a small pericardial effusion was noted approximately a month ago which resolved itself. Threshold was also noted to be at 6.5@2.0 milliseconds. Moreover, sensing still appropriate, no inappropriate therapies and no asystole noted. This rv lead was explanted. No additional adverse patient effects were reported.